Event description:
The physician reports that the crystalens haptics tore when delivering the lens using a lens injector system. Delivery was attempted with a second crystalens, however, this lens haptic tore at the hinge during insertion. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. Another lens model was implanted successfully. Reference medwatch #2031924-2008-00021.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.